Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor went out, and also received threshold suspend alarm. The customer's blood glucose level at the time of incident was 274mg/dl. The customer states receiving intermittent calibration errors. Troubleshoot was conducted. The customer was advised that the sensor may be malfunctioning. The customer was advised to return faulty sensor, and that it would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.